Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a case of dry eye 5 days post bilateral lasik. The pt was placed on artificial tears and cyclosporine ophthalmic emulsion which the pt has been non complaint with using. There are two medical device reports associated with this event. This report references the right eye.